Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. Philips fse (field service engineer) tested to see what was causing problem and found that the on/off switch needs to be replaced and the knob. Customer declined repair and is going to take this unit out of service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s field service engineer (fse) reported the on/off switch needs to be replaced and meter knob for the light needed to be replaced. There was no patient involvement.